Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and adequate imaging studies available for this review. Product use was incongruent with the IFU due to: left iliac artery greater than 23mm. Cautionary product use that might have contributed to this event included: chronic kidney disease (intolerance to contrasted surveillance); severe calcifications at the aortic neck, bifurcation and iliac arteries. Other factors that might have been a contributing factor are the patient's history of anticoagulation and antiplatelet therapy, and the increased risk for bleeding complications. At two months post index, bilateral renal stents were placed; it was unclear if this was a separate procedure or done at index. If there was an extra procedure done, manipulation of the system might have contributed to the reported outcome. There was substantiated evidence of: a partial stent collapse just superior to the bifurcation with crowding of the iliac limb portions of the bifurcated stents, two months post index; endoleak type iiib at the distal bifurcated stent at 27 months. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the type iiib endoleak, identified in the clinical review, could not definitely be determined although severe calcification at the aortic neck, bifurcation and iliac arteries are considered likely factors. The patient's history of anticoagulation and antiplatelet therapy contributes to an increased risk for bleeding complications and could have contributed to the event. Per the device IFU, irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites.

Event description:
It was reported that approximately 27 months post implant of a bifurcated device and an infrarenal aortic extension, an endoleak was identified. The physician elected to implant a competitor's graft, which resolved the endoleak. The patient tolerated the procedure well.